Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was having trouble recharging his stimulator. The pt fell down the stairs months back and once a month when he tries to recharge lying down and is able to recharge standing up. Additional info was requested.